Event description:
The endoscopy supervisor repoted that while routinely changing the disinfectant according to the disinfectant MFR's recommendations, the disinfectant on side a of the dsd automatic disinfector would not drain. The supervisor decided to run a normal cycle to determine if the disinfectant would drain during the cycle. Not only did the disinfectant not drain but the dsd completed all the cycles without visual or audio warnings. When the biomedical engineer inspected the machine, he discovered that the 5 amp fuse had blown and replaced it with a new 5 amp fuse and the washer reportedly worked fine. The supervisor is unsure if the washer was inadequately functioning (i.e., was disinfectant going into the basis) before she observed that event described above. She reported that scopes may have been used in a procedure without being disinfected prior to her observing that the disinfection cycle had not been completed. However, to the best of her knowledge, no reported events associated with inadequately disinfected endoscopes have been reported.